Manufacturer narrative:
The investigation for the reported high purge pressure and pump stop has been completed. The impella device was not returned for evaluation. However, data logs were reviewed and it can be seen that there was the "purge system blocked and high purge pressure" alarm. Additionally the pump was attempted to be started and it would not start as they were getting "impella stopped - motor current high (hmc)." The logs also revealed that priming was able to be completed with no issues and the purge fluid used was recommended. The root cause of the pump did not start and high purge pressure cannot be determined due to lack of product returned.

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While prepping the impella 5.5 device alarm ¿purge blocked¿ was active. No purge fluid was seen exiting the pump, but the physician wanted to proceed with the use of the pump. After the pump was inserted within 3 seconds there was a pump stop alarm. The pump was removed and a new 5.5 was inserted without any issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella